Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device was implanted. At a routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the device had shifted proximal, with 10% compression and a .3mm leak present. The patient will continue on anticoagulation medication and will be monitored at the next follow up. There were no patient complications reported.